Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there was moisture in the bd plastipak¿ concentric luer lock syringe packaging. There was no report of exposure, injury, or medical intervention.